Event description:
It was reported that the (B)(4) intraocular lens was inserted using an ez-28 delivery device and removed intraoperatively due to bent haptic. The surgeon cut out the lens and removed it and implanted a backup lens successfully. The incision was not enlarged and no sutures were required to close the wound. Corneal edema was reported as a postoperative sequela due to extra manipulation during surgery and post operative iop spike. Corneal edema was present on the first post-op day and pt was advised to increase pred forte to 8x/day. Visual acuity ph was 20/60. Follow up is scheduled for 3 weeks. This event refers to the pt's right eye. The surgeon reported that in his opinion, the most likely cause of the event was loading error. Please reference MDR# 1119279-2012-00147 for the injector.

Manufacturer narrative:
The lens was returned to b and l. Visual inspection found the optic has been cut or torn with less than half returned. Only the haptic junction (the piece of haptic that is inserted into the lens optic) was returned. The rest of the haptic is broken off and was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.